Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on 04/12/2018 that medical treatment was required. Based on the information received, aso opted to file an MDR. Returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility and latex screening tests.

Event description:
The initial report on 03/16/2018 consumer stated painful itchy bumps on hand and it spread to the face and torso, in addition to swelling. Consumer reported that symptoms corrected after stopping using the product. No medical attention was reported. However, on 04/12/2018 consumer sent the completed customer information request (cir) indicating that medical treatment was required. Doctor prescribed a steroid, but customer did not take it since the event was remediated after removing the bandage. Consumer also stated that the issue was with the tape area.